Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm trifusion t/l catheter, one tunneler and one protective sheath was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The sample was appeared to have residue. The tunneler was noted to be bent. The investigation is confirmed for the reported fracture issue as the protective sheath was noted to have a minor fracture on the distal tip. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a chronic catheter placement procedure, the tunneler allegedly broke. It was further reported that the tip of the catheter allegedly broke inside the patient. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, the tunneler allegedly broke. It was further reported that the tip of the catheter allegedly broke inside the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 01/2024).